Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead perforated the patient's heart wall as confirmed via chest x-ray. As result, a pericardiocentesis was performed to treat the perforation. The ra lead remains in service. No additional adverse patient effects were reported.